Event description:
It was reported that during a laparoscopic sleeve procedure, the first green firing of one of the staple rows did not close properly on the tissue. There were no patient consequences. Case completed with the area over sewn and another stapler was opened. Surgery was prolonged.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how long was the procedure prolonged as a result of the issue? Approximately 10 minutes was the post-operative care changed for the patient as a result of the issue or the prolonged surgical time? They were watched more closely post op to make sure there were no signs of a leak at what location on the tissue was the device being used? Gastric tissue was buttressing material utilized? No was the instrument fired across or near an existing staple line or clip? No this was the first firing were any unexpected noises heard? Not that I am aware of were any of the forces higher or lower than expected (closing, firing, or opening)? Not that I am aware of after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes was there any difficulty removing the device from the tissue? No the analysis found that one device was returned in good visual condition and with six ecr60g cartridge reloads present. All cartridges were received fully fired and in good visual condition. In addition the returned reloads were disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. A photograph was reviewed and it is believed that the complication experienced with the ple60a device was an unusual case of staple cartridge deck deflection. Since this was the first firing and the tissue did not appear to be excessively thick for a green. The tissue at the pyloric antrum may have been denser, hence more difficult to compress than normal for the relative thickness resulting in the staple cartridge deck deflection.